Manufacturer narrative:
Block b3: the provided event date of june 5, 2023, was chosen as a best estimate based on the date of the article was published. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature: gong, z., yipeng, l., zhang, h., pan, x., li, j., gang, l.,& bai, s., "prospective comparison of extracorporeal shock wave lithotripsy and ureteroscopy in distal ureteral stones" urolithiasis (2023) 51:86, doi: https://doi.org/10.1007/s00240-023-01460-4. Block h6: the following imdrf patient codes capture the reportable event of: e0306 - captures the reportable event of sepsis. E2328 - captures the reportable event of steinstrasse. E2114 - captures the reportable event of perforation. E1307 - captures the reportable event of urethral stenosis. E2330 - captures the reportable event of pain. E2326 - captures the reportable event of systemic inflammatory response syndrome. E0505 - captures the reportable event of hematoma. E2401 - captures the reportable events of unspecified minor and major complications. The following imdrf impact codes capture the reportable event of: f2303 - captures the reportable event of alpha-blockers were prescribed to alleviate colic and stent-related symptoms. F1901 - captures the reportable event of additional surgeries.

Event description:
It was reported to boston scientific via an article published in the springer link that a prospective study was conducted. The aim of the study was to evaluate the efficacy, safety, and cost of early second shock wave lithotripsy (swl) sessions versus ureterorenoscopy (urs) in patients with distal ureteral stones. Data included information from cases conducted from june 2020 to april 2022, included 1,023 patients with distal ureteral stones. Of these, 700 patients were treated with shock wave lithotripsy (swl), and 323 patients were treated with ureteroscopy (urs). In this study, all procedures were conducted under general or spinal anesthesia. For ureteroscopy (urs), an 8fr/9.5fr rigid ureteroscope was used, along with pneumatic and ultrasonic lithoclast systems for stone fragmentation. Stone fragments were extracted using forceps or nitinol baskets, and special anti-migration instruments (such as the stone cone from boston scientific) were utilized to prevent stone migration if necessary. After urs, a 6 fr jj stent (for complex cases) and a urethral catheter were placed. Patients received intravenous antibiotics an hour before surgery, continued with antibiotics for 24 hours, and then switched to oral antibiotics for 3-5 days. The jj stent was removed after two weeks, and the urethral catheter was withdrawn 24 hours post-surgery. Alpha-blockers were prescribed to alleviate colic and stent-related symptoms. Additionally, for shock wave lithotripsy (swl), the study describes the use of a third-generation electromagnetic lithotripter with a focal depth of 110 mm, a radial area of 7 mm, and an axial area of 45-50 mm, applying pressures between 6 and 30 mpa. The procedure is performed in a prone position without sedation, with real-time monitoring via ultrasound. Shock waves are delivered at 60 to 90 per minute, totaling 1,500 to 2,500 shocks per session, or until significant fragmentation is achieved. Voltage ranges from 10 to 16 kv, with progressive power ramping. Pre-treatment involves managing pain, using antibiotics if necessary, and administering laxatives to prevent bowel interference. Some postoperative complications reported in the data include systemic inflammatory response syndrome (50 cases), sepsis (4 cases), steinstrasse (15 cases), renal colic (10 cases), renal hematoma (1 case), and ureteric injury (4 cases), as well as unspecified minor complications (61 cases) and unspecified major complications (19 cases). Additionally, there were 111 cases of secondary treatment.

Manufacturer narrative:
Block h2: blocks h6 (patient and impact code) imdrf codes e2328, e2330, e0505, f2303 and f1901, has been removed since the devices were not used in second shock wave lithotripsy (swl) procedure. Block b3: the provided event date of june 5, 2023, was chosen as a best estimate based on the date of the article was published. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature: gong, z., yipeng, l., zhang, h., pan, x., li, j., gang, l.,& bai, s., "prospective comparison of extracorporeal shock wave lithotripsy and ureteroscopy in distal ureteral stones" urolithiasis (2023) 51:86, doi: https://doi.org/10.1007/s00240-023-01460-4. Block h6: e0306 - captures the reportable event of sepsis. E2114 - captures the reportable event of perforation. E1307 - captures the reportable event of urethral stenosis. E2326 - captures the reportable event of systemic inflammatory response syndrome. E2401 - captures the reportable events of unspecified minor and major complications.

Event description:
It was reported to boston scientific via an article published in the springer link that a prospective study was conducted. The aim of the study was to evaluate the efficacy, safety, and cost of early second shock wave lithotripsy (swl) sessions versus ureterorenoscopy (urs) in patients with distal ureteral stones. Data included information from cases conducted from june 2020 to april 2022, included 1,023 patients with distal ureteral stones. Of these, 700 patients were treated with shock wave lithotripsy (swl), and 323 patients were treated with ureteroscopy (urs). In this study, all procedures were conducted under general or spinal anesthesia. For ureteroscopy (urs), an 8fr/9.5fr rigid ureteroscope was used, along with pneumatic and ultrasonic lithoclast systems for stone fragmentation. Stone fragments were extracted using forceps or nitinol baskets, and special anti-migration instruments (such as the stone cone from boston scientific) were utilized to prevent stone migration if necessary. After urs, a 6 fr jj stent (for complex cases) and a urethral catheter were placed. Patients received intravenous antibiotics an hour before surgery, continued with antibiotics for 24 hours, and then switched to oral antibiotics for 3-5 days. The jj stent was removed after two weeks, and the urethral catheter was withdrawn 24 hours post-surgery. Alpha-blockers were prescribed to alleviate colic and stent-related symptoms. Additionally, for shock wave lithotripsy (swl), the study describes the use of a third-generation electromagnetic lithotripter with a focal depth of 110 mm, a radial area of 7 mm, and an axial area of 45-50 mm, applying pressures between 6 and 30 mpa. The procedure is performed in a prone position without sedation, with real-time monitoring via ultrasound. Shock waves are delivered at 60 to 90 per minute, totaling 1,500 to 2,500 shocks per session, or until significant fragmentation is achieved. Voltage ranges from 10 to 16 kv, with progressive power ramping. Pre-treatment involves managing pain, using antibiotics if necessary, and administering laxatives to prevent bowel interference. Some postoperative complications reported in the data include systemic inflammatory response syndrome (50 cases), sepsis (4 cases), steinstrasse (15 cases), and ureteric injury (4 cases), as well as unspecified minor complications (61 cases) and unspecified major complications (19 cases). Additionally, there were 111 cases of secondary treatment.